Manufacturer narrative:
(B)(4). The dexcom g5 mobile cgm system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 02/12/2016 to report that the patient experienced a red, bumpy and puffy rash on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. The rash was located on the back of the patient's upper, right arm. Patient was seen by his physician on (B)(6) 2016 and was prescribed hydrocortisone cream and instructed to put a bandage over the rash. Affected area is treated with prescribed cream and bandage. No additional event or patient information was provided. The sensor was inserted into the patient's arm. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.